Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing a cracked display issue with her one touch ultra ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue started on (B)(6) 2011, at 9:30am after the subject meter was dropped accidentally. The cca was informed that the patient manages her diabetes with the insulin (on an insulin pump), and denied making any changes to her usual diabetes management due to the product issue. The patient claimed that she developed symptoms of "feeling low" prior to the product issue. As result of her symptoms, at 10 am, the patient self treated with food and/or drink. During the initial call with lfs customer service, the patient verified that there had been no misuse of the product. Replacement products were sent to the patient. Although the patient treated herself with food and/or drink in response to her feelings, there is no indication that the reported issue caused or contributed to this serious injury. The patient's symptoms started before the reported issue first occurred. Therefore the meter did not contribute to the patient's symptoms. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011) - device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter's lcd was found to be cracked/broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.